Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated discrepant tsh results were generated on the architect i2000sr analyzer. A patient generated an initial result of 43.07 uiu/mland upon retest, yielded a value of 85.73 uiu/ml. The sample was centrifuged and retested, yielding a value of >100.00 uiu/ml. The sample was diluted 1:5 and the final result was 140 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - refer to results of investigation below. A review of the manufacturing and testing data for architect tsh reagent lot (B)(4) revealed that all specifications were met and did not reveal any events or issues that could impact the performance of the implicated kit. A review of the performance of architect tsh reagent kit, list number (B)(4), lot number 94901jn00 in (B)(4) for thyroid hormones concluded that the assay accurately recovers different levels of analyte in external quality samples thus concluding the lot in question performs acceptably. In addition, a review of the result log was assessed. This review showed no anomalies that could have led to the discrepant result obtained. Testing using an in-house file sample of architect tsh reagent lot (B)(4) was performed. Control and panel values were within specification. Testing executed confirmed the lot in question continues to perform acceptably. A review of the complaint history for the architect tsh assay and in particular for discrepant patient results for reagent lot (B)(4) did not identify any adverse trends for performance related issues. A specific reason for the customer's observation was not determined. The customer was referred to the specimen collection and preparation for analysis and limitations of the procedure sections of the package insert. Based on this investigation, the architect tsh assay is currently meeting its safety, effectiveness, and label claims.